Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient had to return to the operating room 16 days later, as the hole in the mesh had caused a richter hernia, which required repair. A second piece of mesh was implanted. Additional information was requested.